Event description:
When deploying the perclose, the foot mechanism did not deploy and would not re-sheath to recapture. Physician had to do a cut down of the artery to remove the foot mechanism. Manufacturer response for device closure perclose prostyle, (brand not provided) (per site reporter). Provided a return pre-paid label to return the defective product and a replacement will be shipped.